Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient line. No impact to the customer's blood glucose. The customer primed the air bubbles successfully.